Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt was revised to address suspected femoral loosening at the cement/bone interface, with competitor's cement having been used in the primary surgery. Also, the cup was malpositioned.